Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified tibialis anterior artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.